Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered. The lead had non-capture, no sensing, and oversensing. A high rv threshold was noted. It was further reported the lead had again alerted and it was found to be dislodged. The device was programmed off and the lead was subsequently explanted and replaced. The physician noted an insulation breach during removal of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.